Event description:
The reported event of peripheral parenteral nutrition (ppn) leaking at the filter resulting in ppn having to be stopped had two reported occurrences. This report captures two separate occurrences involving the same device model. No additional identifying information was available for any of the devices.

Manufacturer narrative:
The reported event could not be replicated or confirmed as no product samples, pictures (or) videos were returned. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. The probable root cause of the issue was unknown. Updated information can be found in d9. Corrected information can be found in b5.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned multiple times, however, it has not yet been received. The complaint investigation is pending at this time.

Event description:
A primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch reportedly leaked ppn (peripheral parenteral nutrition) at the device's filter. This caused the patient's ppn infusion to stop. There was no report of any human harm.